Event description:
Customer reports to have received a button error alarm and was able to clear. Customer's blood glucose was 177 mg/dl. Customer states button error alarm may have been caused by sweat due to having insulin pump in under clothing while mowing the lawn. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer refused insulin pump replacement as she states insulin pump was working. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.